Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/05/2014 with the following findings: the customer complaint of segments missing from the display could not be duplicated. The pump powered on normally with the returned battery cap and no segments were observed to be missing.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (segments missing) issue. The reporter stated that the display was faded and segments were missing. No additional information was available. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.